Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the stylet pierced the lv lead. The physician believes the lv lead was fragile. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.